Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing high blood glucose levels over two days leading up to the call. Blood glucose level at the time of the incident was 375 mg/dl. The customer reported treating with two manual injections, but blood glucose level at the time of the call was up to 451 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump would not be replaced or returned for analysis.